Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 468 mg/dl. Customer treated high blood glucose with the insulin pump. Customer states that they have issues calibrating their sensor. It does not happen all the time, only sporadically. Customer declined to troubleshoot. Product will not be returned.